Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the evening of (B)(6), 2010. A few minutes prior to when the issue was discovered, the patient claimed he had begun to feel weak. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's batteries did not need to be replaced per the owner's manual recommendations. The alleged power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.